Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue customer's blood glucose (bg) was 315 mg/dl. Customer administered a correction bolus via pump to address bg.